Manufacturer narrative:
(B)(4) .

Event description:
It was reported that the pulse generator exhibited inappropriate measurements during an autocapture test. No patient symptoms were reported. No additional information was available at this time.